Event description:
On 11/05/1999, the distributor informed the manufacturer (MFR.) Via telephone of the following: co has a device that a customer returned, claiming that the catheter was occluded. The dr had to remove the device from the pt just after finishing the implantation. The device is scheduled to be returned to the MFR for analysis. On 11/18/1999, the distributor faxed the MFR a completed report stating the above. No further details were provided.